Event description:
Information was received that the tracheostomy tube was leaking from the cuff. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair condition, having a top case badly broken, cracked right plunger case and missing battery. Unable to perform any testing to verify customer reported problem due to non-operational device. The roots cause of the motor rate error are the combination of main board, motor assembly, leadscrew and clutch halves found old, dirty and worn out due to normal wear. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.